Event description:
It was reported "cvc inserted by ICU doctor. After insertion it was noted that the white lumen of the triple lumen was leaking blood. On closer inspection there was a "slit/slice/hole" in the lumen. Clamp had to be placed immediately". There was no patient harm or injury. The staff removed the cvc and used peripheral access. The patient is current reported as "unknown".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use were observed on and within the catheter. The distal end of the catheter body was intentionally severed , and the proximal extension line was clamped. Visual analysis revealed a hole in the proximal extension line towards the luer hub. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole in the proximal extension line measured 23 mm from the luer hub. The proximal extension line outer diameter measured 0.085", which is within the specification limits of 0.084"-0.088" per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.055" , which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal and medial extension lines flushed as intended. Leaking was observed from the hole in the proximal extension line when it was flushed. A device history record review was performed, and no relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole in the proximal extension line. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "cvc inserted by ICU doctor. After insertion it was noted that the white lumen of the triple lumen was leaking blood. On closer inspection there was a "slit/slice/hole" in the lumen. Clamp had to be placed immediately". There was no patient harm or injury. The staff removed the cvc and used peripheral access. The patient is current reported as "unknown".